Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as abdominal infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified ¿drugs for anti-inflammatory treatment¿ for the event. Dianeal therapy was withdrawn during treatment. At the time of this report the patient was recovered. No additional information is available as the reporter declined follow up.